Event description:
It was reported that a spectrum pump failed flow rate test high during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the device was tested for flow testing with an error percentage of greater than 5%. The ehl review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel adjustment will be performed to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.